Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the transmitter stopped working. No additional patient or event information is available. Data was provided for evaluation. The reported event of transmitter stopped working was confirmed by data. Data investigation confirmed a transmitter failed error. A root cause could not be determined.